Event description:
It was reported that after a da vinci-assisted ventral hernia tapp surgical procedure, the 8mm fenestrated bipolar forceps instrument had a black cable poking out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage to the instrument was first observed during cleaning in the spd, after it had been removed from the patient; no issues were noted intraoperatively. The cable appeared intact but looked loose, and it was unclear if there was exposed wire due to damaged insulation. There were no signs of thermal damage or arcing during the procedure, and no fragment fell inside the patient. The procedure was completed without loss of cautery, although the instrument was not used again due to safety concerns and was marked for inspection. The instrument was inspected before use with no damage observed, did not collide with any other instruments, and was removed from the cannula without difficulty. The device was sent to isi for evaluation, but no photographic or video evidence is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged conductor wire and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.